Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a wedge resection procedure, the knife assembly fell into the pt's cavity. It was retrieved without pt injury.